Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal. It was also noted that the patient had experienced pain. No intervention was performed. Patient condition was stable.